Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head will not stay on the toothbrush the metal bit has gone inside the toothbrush - oral-b [device breakage] head on the brush it's loose - oral-b [device connection issue] case narrative: male consumer via phone stated that the oral-b toothbrush head would not stay on the oral-b toothbrush, type 3772. The metal bit on the oral-b toothbrush went inside the toothbrush. No injury was reported.